Event description:
A motor stall occurred on (B)(6) 2011 following a CT and possible MRI. A tube set message occurred on (B)(6) 2011. The motor stall recovery occurred (B)(6) 2011. There were no alarms or loss of efficacy. The patient did not experience any symptoms and was fine. The drug that administered via the pump was unknown. No further information is available.

Manufacturer narrative:
(B)(4).